Event description:
It was reported that the labeling was incorrect. A 6mm x 20cm interlock coil was selected for use in a procedure. Upon opening the external packaging, it was noted that the internal packaging was for a 12mm x 30cm interlock coil. There were no patient complications and it was reported that the procedure was completed successfully.